Event description:
It was reported that a patient with lumbar spinal canal stenosis (lscs) underwent a procedure at l2-l3 via transforaminal lumbar interbody fusion (tlif) using a cage and hardware. It was reported that the cage broke during impaction to rotate the cage. A small fragment (about 1/4 of the cage) was retrieved, and the cage itself was left in the patient. The cage broke during impaction, therefore; extending the surgical time for about one hour.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device with product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device PMA # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.